Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. B)(4).

Event description:
The patient reported that the connector pin separated from the black cord. This occurred in b)(6) 2015. Prior to that the patient had to pull the cord down and wrap it around the implantable neurostimulator recharger (insr) in order to get the insr to charge. The patient was unsure when this occurred. The patient thought she needed an insr replacement. Up until the day prior to the report, the patient was able to charge the implantable neurostimulator (ins) and was able to charge to 50%. Yesterday she never got over 50%. Now the insr did not have a charge to charge her ins. The patient was concerned her ins would lose its capability to charge because the most she could charge now was 50%. No symptoms reported. It was later reported that the patient received a new desktop charger (dtc), but the insr still did not charge. It charged at first when she got it, but 3 days ago, b)(6) 2015, it stopped taking a charge. The dtc would not charge the insr. The connector pin on the dtc did not appear bent or loose. No symptoms reported. Further follow -up is being conducted. If additional information is received, a follow-up report will be sent.